Manufacturer narrative:
Tw (B)(4). The device was returned to the factory for evaluation on 12/30/2024. An investigation was conducted on 02/04/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The btt was returned with an intact dissection tip, cannula, and a stryker insufflation tubing with the insufflation machine connector. No visual defects were observed on the cannula, dissection tip, or the returned stryker insufflation tubing. The rubber on the btt was detached but no other visual defects were observed on the intact btt. A 25 cc syringe, filled with air was attached to the inflation port line on the btt and squeezed the syringe to inject air. The btt was able to be inflated without issue, no damage was observed on the balloon. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000431054 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 insufflator registered occlusion and no co2 was seen to fill the tunnel. The tunnel remained collapsed. They tried to push the luer of the tubing onto the port, but still no flow. They opened an accessory pack and used that trocar to complete the case. There was a delay in getting the accessory pack from another room and opening it to use. No injury to the patient.

Manufacturer narrative:
Tw# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.